Manufacturer narrative:
Our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of septum damaged / defective was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that it was not possible to observe the reported failure and no abnormalities were observed when conducting a leak test. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva nearport septum is damaged. The following information was provided by the initial reporter: upon disconnecting the syringe from the nearport of the nexiva IV there was blood leaking and also allowed air to enter into the IV. Suspect a valve defect. Describe patient /(hcp) / user impact: IV removed.